Event description:
The doctor reports that the dental implant failed because it fractured at the neck part. Implant was removed. The doctor reports that the procedure was concluded.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification k013227. H4: device manufacturer date unknown / not provided.